Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 silicone part of jaw broke off outside of patient. The piece was retrieved by the harvester. A new device was opened to complete the procedure. There was a delay to open the device. There were no further incidents. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/17/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed in the photographs. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects on the intact heater wire. The gray hot silicone insulation on the hot jaw was observed to be intact. The gray silicone insulation on the cold jaw was observed to be peeled and detached from the entire cold jaw, exposing the entire cold metal jaw. The detached cold gray jaw insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated- jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000387986 history record review was completed. There was ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.